Manufacturer narrative:
(B)(4). Lens not returned.

Event description:
The reporter stated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -10.0 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was explanted due to size. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Device evaluation: visual inspection of the returned product found one haptic torn, and with pieces missing. The lens was returned in liquid. Work order search: no similar complaints were reported for units within the same lot. (B)(4).